Manufacturer narrative:
Device had a missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken at the reservoir connection. The plastic guard and the o-rings were missing. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.